Event description:
"Premature ejection" was reported during insertion of the akreos ao60g iol in the patient's eye. A viscoject 1.8 delivery device and alcon bss were used during the surgery. The incision was enlarged to remove the lens, and a back up lens was successfully implanted. The patient's prognosis was indicated as good prognosis, normal postoperative course. Additional information has been requested. Please reference MDR#: 1119279-2012-00204 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.